Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 4 was failed and pockets were not detected on bus. The customer reported that there was no delay in dispensing medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that none of the cubies in auxiliary drawer 4 were detected on the bus. A field service engineer initially replaced the solenoid plunger detector band due to visible damage, but this did not resolve the issue. Subsequent replacements of the drawer board and the module controller board also failed to restore functionality. Further inspection revealed that one of the cubie trays in row a had medication spilled on it, which caused damage to both the tray and the row board cable, with evidence of thermal damage visible. After replacing the damaged cubie tray for row, a, the drawer and all cubies began functioning correctly. The system functioned as intended after the field service engineer repaired the device.